Event description:
Received report in 2005 from hospital of "rupture of port during thaw". Lot number of product is incomplete. Cells were for autograft. There is no report of donor/technician issues. There is no sample available for evaluation. Problem was noted during thaw of product. There is no available information regarding the storage of the freezing container. The patient did not receive the product implicated in the incident. Three other bags of product were transplanted to the patient for a total cell dose infused of 5.2 cd34 x 10e6/kg. The patient /donor was not recollected/remobolized. No additional information is available.